Manufacturer narrative:
A device history record review was completed for lot# 19a104262. There were no manufacturing issues related to the complaint issued for this lot. The returned sample was visually examined, and the complaint was confirmed; there were raw edges on the sponge. The returned product did not meet quality release specifications. The reason for the condition of raw edges in the product is due to unfolding cut edges of the gauze that will protrude through the folds or edges of the folds which may mean that the sponge has come unfolded, causing the cut edges to become visible outside of the sponge. The physical sample was shared with to the manufacturing team and a quality impact was discussed to heighten awareness and improve the inspection process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the plastic surgeon complained that 4x4 x-ray detect sponges #7317 were tattered on the ends.